Event description:
Facility stated that the implant broke when it was inserted into the applicator. There was no patient contact; no injuries.

Manufacturer narrative:
A review of the returned device found that the damage to the endotine forehead 3.5 was caused by excessive force when attaching the device to the applicator. Additional device evaluation: further analysis of the returned device indicates that the device was handled with a tool other than the insertion tool, which makes recognizable indentions on the device. The complaint incident report states "implant broke when inserted to the applicator". It is likely that the device was not handled correctly.

Event description:
Facility stated that the implant broke when it was inserted into the applicator. There was no patient contact, no injuries.

Manufacturer narrative:
A review of the returned device found that the damage to the endotine forehead 3.5 was caused by excessive force when attaching the device to the applicator. Additional device evaluation: further analysis of the returned device indicates that the device was handled with a tool other than the insertion tool, which makes recognizable indentions on the device. The complaint incident report states "implant broke when inserted to the applicator". It is likely that the device was not handled correctly.

Event description:
Facility stated that the implant broke when it was inserted into the applicator. There was no patient contact, no injuries.